Event description:
It was reported that when the device was used during an esophagectomy procedure, it would not fire. It is unk how the case was completed. There was no consequence to pt. No other info is available.